Manufacturer narrative:
The investigation has been completed. The root cause could not be conclusively determined. Probable cause that could have led to the reported event include the 2-screen button was selected in a situation where 2 screens were not set up, and it was displayed a split image as if using 2 screens. This is attributed to user handling.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical support provide troubleshooting recommendation for checking cable connections with the non olympus device that was being used and if the issue was not resolved the reporter was advised to return the device for evaluation. The reporter requested the part number for lamp replacement. To date, no device has been returned for evaluation. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the oev262h settings on the monitor must have gotten changed as now the image is only covering half the screen on her monitor. There was no patient involvement associated to this report.